Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. The reason of the surgery was not specified. No further information was provided.

Manufacturer narrative:
Additional information: describe event or problem and patient codes based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. The device history record (DHR) and ship history cannot be performed as the serial/lot number for this component was not available. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the advance male sling instructions for use (IFU). The advance male sling IFU lists incontinence as potential adverse events associated with implant of this device. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted due to reoccurring incontinence. No further information was provided.